Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
The straight suction was returned to the manufacturer for evaluation. Testing found that the suction would not pass verification and that there was no physical damage to the unit.

Manufacturer narrative:
Patient information was unavailable from the site. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for functional endoscopic sinus surgery (fess) procedure. The event occurred intraoperatively while verifying instruments. It was reported that it was difficult to verify one of the straight suctions. Another straight suction was used to complete the case and navigation was not aborted. There was no impact on patient outcome.